Event description:
The customer reported failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the front case and rear case due to cracks, replaced the left iui due to corrosion, and replaced the right iui and iui board due to corrosion. Based on the findings, service determined that the probable cause of the reported issue was due to a manufacturing issue of the rear case. A review of the device history record showed the device had a manufacture date of 30nov2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer. Correction: e2, g2.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported failed preventive maintenance. There was no patient involvement.